Event description:
Situation: more than 7 days of documented partial occlusion in red lumen of 2.6f piccs. Background: lue PICC placed a month ago with multiple vascular access team (vat) consults due to no blood return on red lumen. Six doses of alteplase instilled over eight days, first few restored patency but today, after two unsuccessful doses of alteplase vat registered nurse (rn) reported that she placed l-cysteine in line even though no incompatible medications were infusing or have been infusing in the last several days. Assessment: requested x-ray of entire line path (last x-ray was done three days ago) and compared with previous images, the last image that showed that line was completely intact. The most recent two images showed an "unusual" "bulge" in line, near axillary region. Today, image shows a clear large tear in line near axilla. At bedside, assessed site under dressing and found drainage on the biopatch from the backflow / leakage. Resolution: always rule out a mechanical issue with line if occlusion issues continues despite alteplase tx . R/o mechanical issues by 1) taking down dressing to evaluate site 2) get a current x-ray of entire le path and compare images. No lcysteine needed if no incompatible medications infused. Ruptured PICC line noted after removal due to repeated occlusion and x-ray imaging. Removed from patient, no harm to patient.